Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The company representative reported via phone call that the insulin pump alarmed button error. The reporter did not know the blood glucose reading. The customer changed the battery, but it did not resolve the issue. The insulin pump will be replaced.

Manufacturer narrative:
All of the buttons are functioning properly however, found corroded keypad traces. No button error alarm during our testing. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and broken belt clip slot.